Event description:
Account reports several incidents in which the synthetic sleeve stoppers are separating from the y-site during the removal of an 18 gauge needle lock device. Reporter stated there was no pt compromise, though issue very frustrating due to set changes required. Upon further conversations with account, reporter stated the target site on the synthetic sleeve stoppers are difficult to visualize.